Event description:
It was reported that five helical blades that did not pass pre-operative functional testing. It was reported that the five helical blades caught on the guide wire as the tester tried to pass the helical blade over the guide wire. The problem was discovered during testing and, therefore, there was no operative or patient involvement. This complaint is for one, 11.0mm ti helical blade 75mm-sterile. This report is 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received for evaluation. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: device was received on 11/27/2013. A manufacturing evaluation was performed for the complaint part. The complaint part was received in its original, unopened, factory-sealed package. Because this part was in the original sealed package, it was not known how the testing mentioned in the complaint description could have been performed. The part was evaluated for relevant feature of cannulation true position. The gage used to check this feature also verified functional suitability of cannulation. Raw material was verified as titanium using niton xrfa03. Based on the as received condition and the results of the evaluation, this complaint is invalid.

Event description:
Additional information was received on november 27, 2013. Part number 456.300s, 11.0mm ti helical blade 75mm-sterile, lot number 7246156 was received in its original, unopened, factory-sealed package with no signs of being tested per its received condition and the manufacturing evaluation. The reporter initially reported that five helical blades did not pass pre-operative functional testing. It was reported that the five helical blades caught on the guide wire as the tester tried to pass the helical blade over the guide wire. The medwatch report for this product is hereby rescinded. This report is 2 of 5 for complaint (B)(4).